Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing in the biomedical service area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The previously reported evaluation method has been replaced. The evaluation result, which was previously reported, has been replaced. The previously reported evaluation conclusion has been replaced. The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The flow rate failure was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.